Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: b5, e1, e2, e3 , g4, g7, h2, h3,h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during an unspecified procedure the device exhibited no image. The camera head does not operate correctly we are not able to determine a root cause for the reported failure. The reported issue during device return evaluation was not reproduced. It was presumed that transmission of the signal was performed normally as the only covering of the cable was damaged. Probable cause of the reported issue could be due to the connector is not inserted until it clicks. Foreign bodies adhered to the connector contacts, resulting in contact failure with the processor.

Event description:
The issue occurred during procedure. The procedure was completed with an alternate device. There was no delay. There was no patient injury/harm related to this event. The type of procedure performed was not provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. From the result of device evaluation, it is determined that there is no abnormality in the product as the reported malfunction was not reproduced. It is assumed that transmission of the signal performed normally as only the covering of the cable was damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was not confirmed. There was no issue found on the device. Functional testing was performed and the device passed the testing and required specifications.

Event description:
It was reported that during an unspecified procedure the device exhibited no image. According to the reporter, the camera head does not operate correctly. Further details were not provided regarding the event. There was no patient harm or impact was reported due to the event.